Manufacturer narrative:
***Per new information provided on 5/5/2020, the following were updated*** d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45344. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 6/10/2021. D4 - unique identifier (UDI) # changed from(B)(4) to (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 12/10/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient was hospitalized for 4 days due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels exceeding 500 mg/dl, while wearing the pod on the leg between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin and glucose.